Event description:
Information received by medtronic stated that the insulin pump had a motor error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Drive support cap appears normal. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.